Event description:
The customer reported that during an abdominal hysterectomy, the device could not be reopened while applied to tissue. It is unk how the device was removed from the pt tissue. There was no pt injury, and a second device of the same type was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found eschar in and around the jaws and the handle unlatched. The jaws were not stuck shut and the jaws opened and closed normally when the handle was activated. When activated on porcine kidney tissue, the jaws opened and closed normally; the jaws did not stick to or lock onto the tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily. The investigation found the device to function normally and within specifications. Covidien could not confirm the customer's report. A device history review could not be completed because the lot number of the device was not provided.